Event description:
A-fib was verified and the patient complained of pocket pain so patient requested removal. Device was explanted. Should additional information be received, this file will be updated.

Manufacturer narrative:
Pain was observed following the implantation of this biotronik device. Therefore, the device as received was visually inspected. The visual inspection revealed no external anomalies. The quality documents accompanying the manufacturing process for this device were re-investigated and all production steps were performed accordingly. In particular, the final acceptance test proved the device functions to be as specified. In conclusion there was no indication of a material or manufacturing problem.